Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. Fse found substrate syringe showing normal wear. Replaced substrate syringe. Customer ran controls verfied by operator. The most probable cause of the reported event was a failure of the substrate syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, the customer reported substrate syringe issues with their aia-2000 analyzer. Customer requested to schedule service to replace the substrate syringe for both 2000's. They said that the qc seems to be fluctuating. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.